Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Although the root cause of incomplete clip closure could not be determined; however, incomplete clip closure may be the result of the application structure size or the location of the vessel within the clip, which prevented proper clip closure. On march 18, 2016, applied medical issued a voluntary recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application. Although malformed clips are typically readily apparent to the user, this failure mode may lead to unoccluded vessels. We regret this disruption in supply, yet believe that this is in the best interest of our customers. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Cholecystectomy - "several complaints lately of failing clip applier. Clips are easy to pull of duct. Or clips fall out of jaws. Turned out later, that a patient needed to go back to the or, because a clip came of the duct. Additional info to follow." Patient status "ok. "

Manufacturer narrative:
During internal review, it was determined that this report needed to be updated to reflect the additional information received and the supplemental investigation. The product was not returned for evaluation so visual and functional testing could not be performed. However, additional information was gathered by the clinical development team from the surgeons who performed the procedures. The surgeon who performed the initial laparoscopic cholecystectomy stated that the clips were closed and in the right position. When the patient presented with a lot of pain, a second operation was performed by a different surgeon who noted that he did not see any clips on the cystic stump. He re-clipped the stump and the clips looked good. The patient was admitted to ICU because he aspirated some fluids during the procedure. After this second procedure was completed, 100ml of bile came out of the patient's drain. According to the first surgeon, this could mean there was a hole somewhere else in the biliary system or the cystic duct did not remain closed after the second application of clips. The second surgeon had, however, mentioned that the clips looked good. The first surgeon mentioned that bile leaks do not lead to patient death; however, they do cause a lot of pain for the patient. A bile leak will naturally close itself if given enough time. A trace was done on all of the lots of direct drive® clip appliers sent to this account from november 10, 2015 to january 26, 2016. A device history record (DHR) review was conducted for these lots which showed that all lots passed manufacturing and quality standards. Applied medical has reviewed the details surrounding the incident and related product. At this time, applied medical is unable to determine the cause of the death or bile leak, or confirm that a product malfunction occurred. The patient's family has not agreed to do an autopsy. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member march 10, 2016- applied medical co-worker and I visited (B)(6) hospital this tuesday and wednesday and discussed the attached cer that was sent over on feb 26th. We were informed that this patient unfortunately passed away on (B)(6). The cause of death is unknown. Below is a summary of what I understood from the surgeon who performed the original procedure. (Note: although he speaks english, I found him to be somewhat difficult to understand at times.)- as was originally reported to us, surgeon 1 had a patient that developed a bile leak after a lap cholecystectomy. He said the patient had a lot of bile in his abdomen and a lot of pain. For these reasons, the patient was brought back in for a second operation. This second operation was performed by a different surgeon (surgeon 2). Surgeon 2 told surgeon 1 that he did not see any clips on the cystic stump. Surgeon 2 said that he reclipped the stump and that the clips looked good. After this second procedure, the patient still had bile (100ml) coming out of his drain. According to surgeon 1, this could mean that there was a hole somewhere else in the biliary system, or that the cystic duct did not stay closed after the second application of clips. Surgeon 1 said that bile leaks do not lead to patient deaths. He said that they are problem because they cause a lot of pain. He said that a bile leak will naturally close itself if given enough time. After the second operation the patient ended up in the ICU because he aspirated some fluids during the second procedure. After spending some time in the ICU, they were getting ready to transfer him to the normal recovery floor. Unfortunately, they found tuesday morning that the patient had passed away. The patient was (B)(6). Note: surgeon names have been removed and replaced with surgeon 1 and surgeon 2.

Manufacturer narrative:
Update patient status: we were informed that this patient unfortunately passed away on tuesday, (B)(6) 2016. The cause of death is unknown.